Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a crack to the battery compartment, a stripped battery cap and the display screen was faded and discolored. This report is made based on the results of evaluation completed on 12/13/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: the pump was observed to have a cracked battery compartment from the top of the compartment to the case seal. The battery cap returned with the pump was also observed to be stripped. When the pump was powered on, the display screen was observed to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).